Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-nov-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity and post spinal cord injury. It was reported the patient's catheter was blocked and would not aspirate but was still delivering drug. The patient wound up back on their pre-op dose suggesting the catheter was almost completely or completely functional. It was noted in the future if the catheter won't aspirate it would be replaced. Additional information received from a healthcare provider reported the blocked catheter was found during a routine pump replacement surgery. The cause of the blocked catheter was not determined and the catheter was replaced to resolve the blocked catheter.